Manufacturer narrative:
The insulin pump was received with unresponsive buttons due to moisture damage on keypad traces. The device also had corroded lcd board and cracked battery tube threads noted during visual inspection. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump was dropped in the toilet. The customer stated there is a crack at the battery compartment and fluid under the lcd display. Blood glucose value was 124 mg/dl. The customer did not recall any significant events leading to the alarm. Customer was advised to discontinue the use of the device and revert to a backup plan. The insulin pump was replaced and returned for analysis.